Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tropi es results were obtained when two levels of cliniqa qcs were tested using vitros tropi es lot 5600 and lot 5750 on a vitros 5600 integrated system. Cliniqa lot 2311003, level 1 results of 0.033, <0.012, <0.012, 0.018, 0.029 and 0.032 ng/ml versus the pi mean result of 0.064 ng/ml cliniqa lot 2311003, level 2 results of <0.012 and 0.023 ng/ml versus the pi mean result of 0.406 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros tropi es results were obtained when the customer was processing non-patient fluids. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected tropies results were obtained when two levels of cliniqa qcs were tested using vitros tropi es lot 5600 and lot 5750 on a vitros 5600 integrated system. A definitive cause of the event was not established. Historical qc results indicate acceptable vitros tropi es 5600 performance leading up to the event. However, there was no historic qcs to evaluate vitros tropi es lot 5750 leading up to the event, therefore a vitros tropi es lot 5750 reagent issue cannot be completely ruled out as a contributor to the event. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es lot or lot 5600 or lot 5750. The lower-than-expected vitros tropi es lot 5600 results were obtained from an expired calibration and the lower than vitros tropi es lot 5750 results were obtained on suboptimal calibrations where a higher than fitted response was returned. Therefore, failure to process the cliniqa qcs on within date and optimal calibrations cannot be ruled out as a contributor to the event. An ortho field engineer performed service actions on the instrument following the lower-than-expected results, however, no diagnostic precision testing was conducted around the time of the event to verify the performance of the vitros 5600 integrated system. Therefore, an instrument related issue cannot be ruled out as a contributor to the event. An issue with the pre-analytical handling of the cliniqa qcs cannot be ruled out as a contributor to the event as no information was provided in relation to the storage and handling of the cliniqa qcs around the time of the event.